Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. The fse that encountered the issue replaced the console cover, display mounting assembly, compressor, 1/8 npt muffler, <100 micron muffler, and the front end board. The fse stated that the physical damage was due to customer abuse of the unit. The fse performed functional testing and safety checks to factory specifications. The failure analysis and testing dept. Received parts with a reported unit failure of the latch popped up. The fat performed a visual inspection and found the part to be unable to latch down. It was stuck in the open position. No root cause able to be identified. Retaining the part in the failure analysis and testing department per procedure. The most probable root cause for the broken latch is expected wear and tear.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during preventative maintenance by getinge field service engineer the cardiosave intra-aortic balloon pump (iabp) latch popped up. There was no patient involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) latch popped up. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.